Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and duplicated the reported issue. Found some build up inside of connectors adn tubes. Reviewed cleaning procedures. Found that sensors were rinsed in tap water after cleaning. Instructed customer that they have to be rinsed in distilled or sterile water. Replaced flow sensor. Performed testing and ventilator operates to specifications.

Event description:
The customer reported that the ventilator is giving transducer error, high volumes.